Manufacturer narrative:
Other relevant device(s) are: d1: micra, model #: mc1vr01-delsys / expiration date: 28-may-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 10-dec-2019, labeled for single use: yes, (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) prematurely deployed with contrast injection during the implant procedure. The leadless ipg was recaptured and implanted. The leadless ipg remains in use. No patient complications have been reported as a result of this event.